Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes were made. The device remains implanted.

Manufacturer narrative:
(B)(4).